Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was hypoglycemia. The customer was in a car accident and crashed into a building at 55 miles per hour. The customer was wearing the insulin pump at the time of death. The insulin pump was at a police state, and the reporter did not know if it could be returned for analysis. Nothing further was reported.